Event description:
The customer reported that while the unit was in use on a pt, the unit generated a blood detect alarm; blood entered the unit. During removal of the balloon, the balloon became entrapped; surgical explantation became necessary. The balloon was replaced, the pt was switched to another unit and therapy was continued.